Event description:
An ophthalmic surgeon reported that postoperative inflammation, high flare levels and decreased visual acuity of a patient's left eye was confirmed following an intraocular lens implant procedure. To resolve the symptoms the patient was prescribed ocular medication and subsequently the intraocular lens was explanted and a different intraocular lens was implanted. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).

Event description:
Additional information was received that indicated the following: the surgeon reports that the patient problem was confirmed to be aseptic endophthalmitis. The patient has recovered from symptoms.

Manufacturer narrative:
(B)(4).

Event description:
In addition to the initial clinical findings reported, the facility provided follow-up information which indicated the following additional findings following the patient's intraocular lens implant procedure: slight eye pain, corneal edema, keratic precipitates, anterior chamber cell and flare and foreign body sensation. Bacteriological testing was performed and results were negative.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. One-half of the optic was returned. Both haptics with optic portions attached were returned. Scratches, cracks and chipped areas are observed. No foreign material was observed. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary hold and recall has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
A product sample has been received and is awaiting evaluation. (B)(4).